Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: 0240060100i . Sn:(B)(6). Repair details: faults found: black screen. Action taken: it gets updated. Qip pass and preventive maintenance done. Test performed: dhr10159 rev. Yw sdc3 unit has been transferred to the customer. Probable root cause: dvi / s-video/composite cables and connectors. Input video signals/ recording formats from video source. Sk28 system design (sk28-io board, sk28-m board). Sk28 firmware/ software. Sdc3 application software. Gravity workflow software application. Software: sdc3 ipad app. Use error. Manufacturing/ service nonconformity (stryker/ novatech). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.